Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The device history files from (B)(6) 2024 were investigated. A volume of 480ml was selected and the infusion started with a rate of 41,67ml/h at 12:55am. At 05:05 the infusion was stopped and a few seconds later the infusion was continued. At 06:55am the infusion was stopped. At this time, 249,94ml was infused. The line was extracted. No other abnormalities were found. The complaint could not be confirmed.

Event description:
According to the event description: infusion started on (B)(6) 2024 at 1240hrs first bag of sodium chloride 0.9% @ 41.67 milliliters and hout (ml/hr) volume to be infused (vtbi) 490 milliliters (ml). This round of treatment ran smoothly and completed at around 0040. After this a new bottle of sodium chloride 0.9% was "topped up". Nurse had updated the vtbi and started the infusion at 41.67ml/hr vtbi 490ml. At 0700 hours an rn noticed that the bag was empty while the pump was running the therapy. Rn then paused the therapy and removed the pump for bme to collect. No patient complications were reported as a result of this event.